Event description:
It was reported that pericardial effusion occurred. A concomitant ablation and left atrial appendage closure (laac) procedure was being performed, a versacross and a watchman flx pro closure device were selected for use. The ablation was performed with a non-boston scientific device. After the ablation was completed, the laac procedure was completed with use of a watchman trusteer access system and successful implant of a 27mm watchman flx pro closure device. No effusion was identified, no need of multiple tsp either, after release of the closure device and the patient was hemodynamically stable. After transferring out of the room, a pericardial effusion was identified. Pericardiocentesis was performed and 300ml of fluid was drained. The patient was hospitalized beyond the standard of care and was already discharged. The patient is expected to fully recover from the event. Device return status is currently unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.